Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to centrifugation of bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of one tube. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting poor separation after storing sample in the refrigerator before centrifugation."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to centrifugation of bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of one tube. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting poor separation after storing sample in the refrigerator before centrifugation."